Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead pacing impedance measurements were gradually increasing to 2,350 ohms. It was indicated the output was increased to ensure therapy availability. No adverse patient effects were reported.

Manufacturer narrative:
It was indicated that the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information was received that this rv lead was explanted due to high threshold measurements. No additional adverse patient effects were reported.